Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose exceeded 400 mg/dl despite not having anything to eat. The customer had changed their site four times. The customer's diabetes nurse had changed their settings in order to receive more insulin. The customer believed that the insulin pump was not functioning properly. Troubleshooting was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.